Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said the previously reported event regarding bags under their eyes, watery, and itchy which started the day they were implanted was not related to the device/therapy. They patient saw all of their doctors about this and said it can't be the ins battery and it was due to old age. They also mentioned drinking too much wine before going to sleep. The patient reports the manufacture representative (rep) said it might be an allergy, but they never heard back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer's representative (rep) reported that according to the patient and doctor the fecal incontinence was almost 100% resolved. The patient complained of bags under the eyes, but had not reported itching to the rep, and the rep advised patient consult with doctor, additionally the rep reported the issue to the doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that "this thing was not working" referring to their device/controller not sure. Additional information received as patient reported that after device was implanted, underneath their eyes had blown up; they were so swollen and itchy. Patient further stated that they were going out of their mind. Patient had spoken with their surgeon and medtronic representative, they both said device could not affect their eyes and so this eye issue could not be from the device. The doctor run their though a total blood work up and everything was fine. Patient stated that rep taped up the buttons on the side of the patient programmer (pp) except for the pp on and off button. Patient read in manual that device has to be turned off for dental work but rep said they did not believe that. Patient had no knowledge of how to turn implant off and inquired how long implant can be turned off for. Patient was wondering if issue with their eye will make any difference if they turned device off. Patient came home and they did not know if they were supposed to leave it on where the representative set it to. Patient went to see the surgeon the other day because they were like hysterical and did not know what they were doing. Patient stated that doctor told them that when rep put it in them, they was never supposed to touch device but on the instructions they wrote, it said that every couple of months or weeks, they would go back and get device adjusted. Patient got home and they did not know what number and they were supposed to be on. Patient increased and decreased stim and felt it vibrating. Patient further noted that they had headaches and her body was shaking. Patient kept lowering the vibration and when they did lower it, the headaches and body shaking went away. Patient also stated due to her eye issue, they lowered stim down to 0.50 yesterday. Patient stated that rep said it does not matter what number they were on but did not understand because they did not feel any vibration now but this was much more pleasant for them. Patient confirmed that they did not feel any stimulation because they lowered settings to a point that they would not feel stim. Patient did not know if they were supposed to feel anything for device to work. Patient stated that eye issue did not start until device was implanted. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.